Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: after multiple requests, the customer has not returned the device for evaluation / repair and therefore the complaint cannot be confirmed and no conclusion can be drawn at this time. The complaint will be reopened upon receiving the device for repair from the customer. During review of the device manufacturing records for this device indicates that no non-conformances were identified. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data g4: it was reported in the initial medwatch that the date received by the manufacturer was noted as september 27, 2019 and has been corrected to august 16, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery handpiece device, lid device, power module device, coupling device and attachment devices. (B)(6) 2019. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 6 for the same event. It was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was observed that the battery handpiece device while being used with a lid device, power module device, (2) coupling devices and (2) attachment devices became hot and was emitting a loud sound. There were no reports of delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.